Event description:
It was reported that the user inserted a new insulin cartridge into the ilet while still connected and without completing the required rewind, after which the user promptly contacted study staff and followed troubleshooting and education guidance. Symptoms included low blood glucose with the lowest recorded value of 86 mg/dl and the lowest sensor reading of 63 mg/dl, without loss of consciousness or seizure. Outcomes included self-treatment with oral carbohydrates and no need for outside or medical assistance. Investigation included user support focused on troubleshooting and education. Investigation of this case revealed a use error related to the infusion set and cartridge change procedure, specifically failure to perform the rewind while connected. It was concluded that the event was related to user handling, with no device alerts or alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.